Event description:
The customer reported that the 9900 system locked up with a communication error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.